Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 2 date of submission 10/06/2014 ¿ additional information: product analysis has determined that there was no evidence of blank areas on the display screen. The pump case was removed and there was no intermittent condition found to the display circuit.

Manufacturer narrative:
Follow-up # 1 date of submission 10/06/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: during testing, the pump powered on with a dim and discolored display.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen text was dim and faded. It was noted that there were blank areas on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.